Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results with 16 samples when using the cobas® sars-cov-2 & influenza a/b test (scfa) assay lots 10726x, 10813x, 10816z, 10927z, and 11004z for use on the cobas® liat® system serial numbers (B)(4) and (B)(4). The customer reported that initial run numbers 2647, 2773, and 2834 tested with the cobas® liat® 17080, generated influenza b positive. The samples were retested using the cepheid genexpert generated negative influenza b results. Initial run numbers 2796, 2798, 2801, 2908, 2922, 3002, 3055, and 3127 generated sars-cov-2 positive. The samples were retested with the bio-rad cfx96 using allplex sars-cov-2 assay with negative sars-cov-2 results. Initial run numbers 1053, 1091 1242, 1266, and 1337 tested with the cobas® liat® 18090 generated sars-cov-2 positive. The samples were retested with the bio-rad cfx96 using allplex sars-cov-2 assay with negative sars-cov-2 results. The customer collected nasopharynx samples using the corotest ivtm (labmediaservis (B)(4)), 1.1ml with nylon swab, which is an off-label collection. Samples are run within 30 minutes of sample collection and retests were performed on samples stored at 4-7c within 18 hours of liat testing. The customer identified that most samples have mucus. The product¿s method sheet states: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. The results were not reported. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance sixteen (16) mdrs will be filed one per run.

Manufacturer narrative:
According to the late CT values for all of these 16 runs, all samples have a low viral load near the limit of detection (lod) of the assay where results are known to waiver on repeat testing. There are no abnormalities in the curve runs reviewed and therefore the results are true positives. There are differences in the platform sensitivities and targets detected which could explain the test discrepancies. The most likely cause for the discrepancy observed is due to the samples having a low viral load where results are known to waiver and may not be detectable with other less sensitive assays. Additionally, the interference of mucus in the sample and the off-label collection kit may have contributed to the issue. Further investigation of the reagent lots used was performed and ruled out a product quality issue. Facility full name: (B)(6). (B)(4).